Event description:
It was reported that the pt fell off a ladder and has been hospitalized. He was reportedly in a coma for some time. The pt's family reported that the pt can no longer hear with his cochlear implant. Troubleshooting confirmed that there is a problem with the implanted device. Revision surgery is pending the pt's hospitalization issues.